Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited inappropriate rate response and the patient experienced exertion-related tiredness. The nurse stated that the device would be reprogrammed. No additional information was reported.